Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) did not turn on. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's sales manager, the reported issue occurred outside of the operating room and not during a procedure.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.